Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported feeling stimulation in the right arm and hand during routine reprogramming. X-rays revealed both leads migrated. During a lead revision procedure both leads were replaced. It was reported the patient experienced a dural puncture, which was treated with an epidural blood patch. A week later, the patient¿s system was programmed, and therapy was restored.